Event description:
It has been reported to philips the device had dpm failure while pacing. This occurred during training and there was no patient involvement. User was a paramedic, error occurred while increasing ma (at about 30ma it happened.) Replacement device needed asap.

Manufacturer narrative:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating that the device is having pacing issues during training. The complaint was escalated for technical investigation to the original equipment manufacturer, schiller. The results indicate the device log file was reviewed, showing multiple instances of error 26. The likely cause is an intermittent loss of communication between the defibrillator pacer module board and mainboard due to a connector mechanical error. Based on the information available and analysis conducted, the cause of the reported problem was a hardware communication issue. The reported problem was confirmed. Based on the information available and results of additional analysis, further action has been initiated. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Update conclusion code grid, component code grid, evaluation results code grid.